Event description:
It was reported by the pt's physician that the pt had passed away. The office believed the death to be due to sudep, and it was not believed that the vns was involved. The pt had had several seizures the day before his death, and then he was found the following morning. The pt's last known diagnostic info showed the device to be properly functioning. Attempts for further info have been unsuccessful to date.

Event description:
Additional information was received on (B)(6), 2011 when a request for additional information was received from the FDA. The neurologist's nurse later reported that the day prior to the patient passing away, (B)(6), 2011 the patient's parents reported that he had a "bad day" and had been experiencing several breakthrough seizures. The neurologist's nurse reported that the patient's parents found him the next morning in bed and the patient appeared to have passed away during the night. The parents called 911 and an ambulance transported the patient to the hospital. The patient was pronounced dead when he was unable to be resuscitated in the emergency room. The neurologist's nurse reported that the patient's death was believed to be due to sudden unexplained death in epilepsy (sudep). She also stated that the patient's death was not due to vns. The death certificate was requested from the vital records department in the state the patient passed away in but they reported that it could not be provided to the manufacturer of the patient's medical device; only an immediate family member or a legal representative may obtain a copy of the death certificate. Since the manufacturer is neither of these identities, a death certificate could not be obtained. An autopsy was performed and the autopsy report was received by the manufacturer from the coroner's office. The medical examiner attributed the patient's death to the patient's seizure disorder, lennox-gastaut syndrome. The patient has a history of lennox-gastaut syndrome which the medical examiner reported has a mortality rate of 3-7 percent. The vns device was left implanted in the patient as the medical examiner and the technician who performed the burial preparation and embalming did not explant the device. The patient was then buried.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was cerebral edema; other generalized epilepsy and epileptic syndromes; epilepsy, cardiac arrest.